Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper creep out occurred during use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "they said caps are coming out without any effort, which is too risky samples may get spill and chances are high for contamination." 1000 occurrences were reported.

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for decapping with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that stopper creep out occurred during use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "they said caps are coming out without any effort, which is too risky samples may get spill and chances are high for contamination." (B)(4) occurrences were reported.